Manufacturer narrative:
Citation: sorysz d, et al. Unusual rapid progression of tavi valve degeneration confirmed by pet-CT scan treated with valve in valve procedure followed by early valve thrombosis. Polish archives of internal medicine. Published online: february 06, 2023. Doi: 10.20 452/pamw.16454. Earliest date of publication used for date of event. A copy of the article was not attached to this report as digital sharing would be in violation of copyright permission. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve implantation (tavi) with a 31 mm medtronic corevalve. The authors indicated that the patient developed complete atrioventricular block after tavi and had a permanent pacemaker implanted. At the five-year follow-up after corevalve implant, the patient reported exertional dyspnea. No interventional measures were stated to have been taken at that time. Then at the six-year follow-up, transthoracic echocardiography revealed a decrease in left ventricular ejection fraction (lvef) from 65% to 20%, a mean transaortic gradient increase from 9 to 26 mmhg, and a decrease in valve effective orifice area from 1.9 to 0.8 cm². Transesophageal echocardiography showed leaflets thickening with slight focal changes and one immobile leaflet. The authors suspected valvular thrombosis and initiated anticoagulation treatment. Because of the decreased lvef, a control coronary angiography was performed, which confirmed a good result of the previous procedure. Computed tomography of the heart combined with an 18f-sodium fluoride (18f-naf) positron emission tomography (pet-CT) was performed and confirmed focal calcification of the corevalve¿s leaflets. Subsequently, urgent valve-in-valve replacement was successfully performed with a 29 mm non-medtronic transcatheter valve (edwards s3). No additional adverse patient effects or product performance issues associated with medtronic product were noted.